Manufacturer narrative:
Following a most recent FDA inspection, this incident is being retrospectively reported. The distributor has returned the complaint samples to surgical innovations, the samples were inspected by the quality department and there are 4 inner boxes containing (B)(4) units each. The label applied to secondary packaging (carton) was inspected and the expiry date was incorrect. The label applied to the primary packaging (pouch) displays the correct expiry date, 2018-12. The device history record for lot number 70126 was reviewed by the quality department, 5367 units were released by the qc department. During manufacturing of the product, a first off label for the secondary packaging is printed by the packaging department which is verified and approved for use by the qc department. A sample of secondary packaging label is attached to the works order and the expiry date is displayed as 2013-12, this date is incorrect. A signature is present in the route card by an operator to state the secondary packaging label was inspected and approved for use. During the time the batch in question was manufactured, the printing of labels was controlled via a software, bartender. The software requires manual input of the variable data (product code, sterile or non-sterile, manufacture date, expiry date and quantity) in order to print the required label. During operation of the software, the user is prompted to input the product code and select the type of label required (primary or secondary). Once the type of label is selected, the software prompts the user to select sterile or non-sterile followed by input of the manufacture and expiry date. The final step requires the operator to input the quantity of labels required. The printing of labels is carried out by the packaging department and the first off label is verified by the qc department. Once the data is input into the software, a first off label is printed which is reviewed by the qc department prior to use. The first off secondary packaging label is recorded in the works order is incorrect and the label was approved for use by a member of personnel within the qc department. The training record for the operator in question, from qc, who approved the secondary labelling was reviewed and there is a signature present to confirm the operator was trained in the labelling process. This person could not be interviewed as part of this investigation as she is currently on maternity leave. Procedure sp004, issue 4 (in place at the time of manufacture of these kits) which covered the labelling process, was reviewed for labelling controls and checks and the requirements for checking in this case, were unclear. The procedure referred to the route card for label checks and the route card, rc33b, issue 4, stated in section 8.0: "label and pack inner box. Check inner box label against details on the works order for accuracy." This instruction is vague and open to interpretation. There is also the question as to why the operator who printed the label in the packaging department selected the incorrect expiry date. The operator involved in the printing of the first off label for the batch number in question is no longer employed by the organisation, therefore the operator could not be interviewed. Therefore, based on the information reviewed above, the most likely root cause was the lack of labelling instructions at the time of manufacture. The procedure and route card did not clearly define what is required to check the secondary packaging (inner box) labels. Improvements have been made to labelling controls per sp004 manufacturing process issue 12 which now refers to sop.mfg.001 issue 01. This is a standalone procedure for labelling. All current operators have been trained to the current procedures, sp004, issue 12 (introduced on 24 august 2017) and sop.mfg.001, issue 1 (introduced on 20 july 2017). On review of sop.mfg.001 labelling and packaging, issue 1, it is recognised that further improvement could be made to highlight and make clear that all variable data entered on labels is to be checked. To contain the issue and identify if there are any further batches affected with the labelling error, all stock of product code 580004s onsite was quarantined and the secondary packaging labels were inspected. All products which use the same base label as product code 580004s were inspected to identify if any secondary packaging labels are displayed with the incorrect expiry date, no issues were identified. To identify if there are any further batches affected with the labelling error, the primary packaging label on (B)(4) retained samples for (B)(4) batches manufactured prior to lot number 70126 and (B)(4) batches manufactured after lot number 70126 were inspected. To aid the investigation, the customer service department provided full traceability of lot number 70126. There are (B)(4) units of lot number 70126 onsite which display the incorrect expiry date on the secondary packaging, the units have been quarantined. (B)(4) units sold to distributors, 12 units transferred into stock due insufficient amount to fill a carton (units destroyed) and (B)(4) units released as samples in house. All distributors sold lot number 70126 have been contacted to confirm receipt of the above lot number and the quantities sold to the end users. There are no other complaints recorded on the system against lot number 70126. The non-conformance log was reviewed and there are no non-conformances recorded on the system against lot number 70126, however there are several complaints of a similar nature recorded on the system for labelling errors. There are (B)(4) complaints recorded against product code 580004s however the complaints reported do not impact this investigation. There is no risk to the quality of the product or patient safety due to the error on the labelling, lot number 70126 was sterilised and evidence of this is recorded in the works order. A field safety notice will be raised and distributed to all affected end users via the distributors as an advisory. Following investigation of the error in labelling with lot number 70126, each primary packaging is labelled correctly, however the secondary packaging was labelled incorrectly (incorrect expiry date). It can be concluded that the risk to the quality of the product and to the patient is very low. The issue would not lead to any health problem or injury to the patient as the primary packaging label displays the correct expiry date. Therefore in such a case, no recall of the product or reporting of the product to national competent authorities, (other than those in which this product lot number has been sold), is required. Following investigation of complaint number (B)(4), several possible root causes were identified that had contributed to the error in the labelling of lot number 70126. The following root causes/ possible root causes were identified: the labelling procedure is not clearly defined of what is required to approve a first off label. Lack of awareness of importance of labels and label checks.

Event description:
A distributor reported a complaint to surgical innovations. The complaint details state, the secondary packaging label on 4 cartons displays the incorrect expiry date. The manufacture and expiry date display the same date.